Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other complaints reported from this lot. Based on the information provided, a definitive cause for the reported material rupture could not be determined. It may be possible that the balloon rupture occurred due to interaction with lesion calcification or with the stent. However, this could not be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a lesion located in the right common iliac vein. The armada balloon was being used for post dilatation of a stent but ruptured during the 1st inflation at two atmospheres. A non-abbott balloon was used to continue the procedure. There were no reported adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.